Event description:
Cameron health received info that one week after implant, during a routine post-implant wound check, communication could not be established with the sq-rx pulse generator (device). It was reported that multiple attempts were made to establish communication with the device using multiple programmers and wands. It was further reported that the pt was hospitalized and two days later this sq-rx pulse generator was explanted and replaced with another sq-rx pulse generator. There were no adverse pt effects reported. The device was returned for eval.

Manufacturer narrative:
Initial analysis revealed, through x-ray and electrical testing, that the fuse element designed to protect the battery pack from excessive current drain was triggered (open fuse). The root cause investigation to determine what led to the open fuse element continues to be under investigation. This investigation will be updated upon completion of analysis.